Event description:
It was reported the programmer had been very slow to boot up. Now, it will not power up at all. There is a "cursor on the screen." The programmer was returned for evaluation and repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer had been very slow to boot up. Now, it will not power up at all. There is a "cursor on the screen." The programmer was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis was able to confirm the customer comment, there was an error, with a cursor on the screen. Analysis also found a loose electrocardiogram (ECG) connector, a noisy system fan and that software installation failed repeatedly. Product ID 2067 (B)(4) radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2290 pacing system analyzer. (B)(4).